Manufacturer narrative:
The follow-up was created to document the updated device information and conclusion of the investigation. An alpha I pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. A separation was noted in the inlet tube of the pump near the strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation was noted in both cylinder bladders due to material degradation. Testing confirmed both separations to be sites of leakage. Surface crazing was noted on the pump and both cylinders. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. These components were released according to manufacturing and quality control procedures. Based on the model of the pump, that indicated the device was implanted for several years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on both cylinder bladders. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. In addition, based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the inlet tube of the pump indicated that sufficient stress(s) was exerted on the this tube near the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Based on examination, it was concluded that any of the three sites noted could have resulted in the device not functioning as intended. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.